Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to communicate and in disconnected mode, which located in jm-or-3. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and in disconnected mode. A field service engineer (fse) found the ethernet cable plugged into the incorrect wall socket and moved it to the correct socket. After rebooting the station, the disconnected error cleared, and login to the medication application was successful. The system functioned as intended after the field service engineer repaired the device.